Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has a blank display and reverts back to the home screen every time a button is pressed. The customer's blood glucose reading was 186 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display, after pressing any buttons unit showed ghosting display follow by blank display due to shorted lcd driver board; unable to verify backlight anomaly due to ghosting display. No burned component noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and scratched reservoir tube window.